Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited intermittent capture at 2.0 v, 0.4 ms and impedance greater than 2000 ohms in the bipolar configuration. The lead was fractured. The lead was capped and replaced.